Manufacturer narrative:
Examination was not possible, as the products were not returned. Provided info states the original surgery was conducted 11 and 1/2 years ago. The investigation could not verify or drawn any conclusions about the reported infection; however, infection after approx 1-year implantation is unlikely to be product related. It is unk if the infection caused the loosening. A search of the complaint database found no prior reports for both reported part and lot number combinations. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised to address infection, loosening noted. Implanted cement spacer.